Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be bloody. No kinks noted to the catheter shaft, no anomalies to the y-body. No other anomalies were noted to the device. On the functional evaluation, the guidewire lumen and an in-house sheath was flushed. The guidewire was successfully inserted into the balloon. Then the device was inserted into the sheath with some resistance. On further the balloon was inflated was using an in-house presto inflation device, the water was noted leaking from the distal and proximal ends of the balloon. Under the microscopic observation, the two longitudinal ruptures was noted to the balloon then the balloon was cut and an longitudinal rip through out the guidewire lumen was noted. No other functional testing was performed. Therefore the investigation for the identified balloon rupture was confirmed as the longitudinal rupture was noted on the balloon under the microscopic observation. The investigation for the identified guidewire lumen bursts was confirmed as the longitudinal rip was noted through out the inner guidewire lumen of the balloon. The investigation for the identified difficult to insert and device-device incompatibility was confirmed as the device was inserted into the sheath with some resistance during the functional testing. A definitive root cause for the identified balloon rupture, guidewire lumen bursts , difficult to insert and device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure, the device allegedly had fault. There was no reported patient injury.